Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer did not boot up. Of note, the sales representative (sr) indicated that the programmer was placed next to a strong magnet in the electrophysiology lab of the hospital. Technical services (ts) provided assistance in resolving the issue by directing the caller to run the service diskette. The programmer has been returned for service. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis confirmed the customer comment that it would not boot fully. Analysis also found that there was a loose electrocardiogram connection and that the keyboard latch and hinge were broken. Concomitant product: product ID 2067l radio frequency programmer head; product ID 229047 software analyzer; (B)(4).

Event description:
It was reported that the programmer did not boot up. Of note, the sales representative (sr) indicated that the programmer was placed next to a strong magnet in the electrophysiology lab of the hospital. Technical services (ts) provided assistance in resolving theissue by directing the caller to run the service diskette. The programmer was returned for service. There was no patient involvement. (B)(4): it was reported that the programmer was in the room with a navigation system that uses medical imaging and the programmer "stuck to the magnet" of the equipment. Subsequently, the programmer would not boot up properly. The programmer will be returned for repair. There was no patient involvement.